Event description:
A representative of a surgery center reported that they had to tune the handpiece every single time they changed the mode from one to another, and the reflux was not working. There was no patient involved. Additional information received at a later date indicated that the event did occur during surgery. There was a 20 minute delay while they performed troubleshooting, and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).